Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pain and a burning sensation at the scs ipg site. Consequently, the patient underwent surgical intervention and had the scs ipg pocket revised. During the procedure the physician moved the ipg pocket site from the right to the left side of the body. The physician also decided to replace the ipg. The patient was reportedly doing well postoperatively.

Event description:
Follow up information received identified the surgical intervention taken resolved the reported issue.